Event description:
During a follow-up in-clinic, backup vvi mode (bvvi) due to event queue overflow was observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient is stable with no consequences.